Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was received and upon visual inspection by naked eye of the product, a hair in the blood side was found. The hair was clamped between the o-ring and the pur cutting surface. The reported failure could be confirmed. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the provided photos showed a black hair like black particulate matter in the header. This particulate matter extends under the seal. The reported failure could be confirmed. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with one unit of a polyflux 14l dialyzer, particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.